Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h11. Upon further review it was determined that, the gas loss alarm was not duplicated by fse and there was no patient involved. Therefore the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a